Manufacturer narrative:
Results: a review of the manufacturing records for the rlt231218 device verified the lot met all pre-release specifications. The device involved in this event is the (B)(4).

Event description:
On (B)(6) a patient underwent treatment of an abdominal aortic aneurysm (aaa) and bilateral common iliac aneurysms with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2015, follow-up imaging revealed the right common iliac aneurysm had increased in diameter by 5mm. On (B)(6) 2016, follow-up imaging showed the right common iliac aneurysm had decreased in diameter by 4mm compared to pre-treatment. The patient is being monitored.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargements.

Event description:
On (B)(6) a patient underwent treatment of an abdominal aortic aneurysm (aaa) and bilateral common iliac aneurysms with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2015, follow-up imaging revealed the left common iliac aneurysm had increased in diameter by 6mm. The patient is being monitored.